Manufacturer narrative:
A device history record (DHR) review could not be performed because a lot number could not be provided by the customer. One digital image was provided for evaluation. Sample analysis was performed using the image. The picture shows what appears to be a break in the cone section of the device. The reported condition is confirmed through the digital image. Because the sample has not been received for evaluation, the exact root cause of the reported condition could not be determined. However, due to previous evaluations on samples with a similar condition reported, a corrective and preventative action (CAPA) was opened. A production notification was performed to all personnel to ensure that they are aware of the condition reported by the customer. This complaint will be used for tracking and trending purposes.

Event description:
The customer reported that the light handle cover broke.